Event description:
It was reported to philips that the device could not be turned on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. During routine check customer onsite engineer found that device cannot boot up. Customer onsite engineer found the detector 24volt power supply was defective. So, the customer site engineer replaced 82uf/400v capacity, driver resistor and fuse, after replacement of 82uf/400v capacity, driver resistor and fuse were completed the output voltage was back to normal, the system was returned to use in good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. During routine check customer onsite engineer found that device cannot boot up. Customer onsite engineer found the detector 24volt power supply was defective. So, the customer site engineer replaced 82uf/400v capacity, driver resistor and fuse, after replacement of 82uf/400v capacity, driver resistor and fuse were completed the output voltage was back to normal, the system was returned to use in good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected. The serial number, product UDI and the manufacture date have been updated.